Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when using the fluid warmer and a disposable fluid warming pipeline to warm a patient for blood transfucion, blood clots appeared in the fluid warming pipeline before the blood was transfused into the patient's body. Due to the timely detection and termination of the blood transfusion operation, no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. Two pictures and one sample without its original packaging label, in used condition, inside a plastic bag were received for evaluation. Visual inspection revealed the sample was observed to contain fluid. The sample could not be tested because it was not properly decontaminated and contained blood, the reported failure mode cannot be confirmed. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.